Manufacturer narrative:
On 4/3/19 fe arrived on site and inspected images. Fe confirmed that reaction made by provue was correct as negative since weak reaction was not noticed. Fe checked camera value and confirmed 120 (range 101 to 128). Although service was performed, the root-cause could not be confirmed although the most probable root cause is associated with an antibody (hla) being weak and/or at the detection limit of the technique and reagents used. No erroneous result was reported due to this issue.

Event description:
False negative obtained march 31,on an antibody screening, on a patient sample. Testing performed with 0.8% surgiscreen lot vss081 (exp: april 23 2019) with igg gel cards lot 102918001-12 (exp: sept 5 2019). That same patient sample was reran on other provue analyzer and result came out as "?" For cell 3. That same patient sample was reran on manual gel testing and result came out as weak negative. Customer did a panel on that patient sample, using 0.8% panel a lot vra324, and a hla was found. No erroneous result was reported due to this issue.